Manufacturer narrative:
(B)(4). Event date: on an unreported date, the patient experienced ¿multiple hernias¿. Initial reporter: the health care professional reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced "multiple hernias" coincident with automated peritoneal dialysis therapy. It was not reported if the multiple hernias occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the multiple hernias was not reported. It was not reported if the multiple hernias worsened with peritoneal dialysis therapy. Treatment for the event was not reported. The patient was reported to no longer be on the dianeal solutions. It was not reported if the patient was recovering or was recovered from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.